Manufacturer narrative:
The following-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medial products: part: 157444 name: m2a-magnum mod hd sz 44mm lot: 114490; part: 11-103204 name: taperloc por fmrl lat 10x140 lot: 949340; part: 139252 name: m2a-magnum 42-50mm tpr insrt-6 lot: 308010. The investigation is still in process. Once the investigation is complete, a follow up MDR will be completed.

Event description:
It was reported that a patient underwent a right total hip arthroplasty and during the initial procedure the final implants were reduced with the final implants in place. It was noted that the acetabular cup had changed position. The head was removed and the cup was repositioned after touching it with another reamer. It was then impacted into position with excellent sound change. The hip was reduced with the components back in position. Excellent range of motion was achieved. No harm to patient was reported. Attempts have been made and no further information is available at this time.